Manufacturer narrative:
No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The power management board was replaced to fix the reported issue.

Event description:
The hospital reported no battery back-up, error:power failure. At site ge healthcare technician diagnosed that this error is not reproduced. Actual error was showing "internal failure system may shutdown' on display. No audible alarm, only visual error. Mechanical and manual ventilation were available. Found battery backup available and machine works on battery and ac mains. Problem occurred during pre-use checkout process so no patient involved.